Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer received assistance from cts to reset the pump, resolving the issue without recurrence, and was instructed to call back if the malfunction code appears again.